Event description:
It was reported that a nurse felt a shock when she touched the trim knob on the dash. The nurse was admitted into the ER for a couple of hours, complaining of chest pain. She was diaphoretic. Her cpk levels were normal and EKG was normal with some flipped q and t waves, but nothing that the doctor felt needed further monitoring. She did not have any evidence of burns. The nurse reported that the shock went through her arm and leg and took her to her knees. The chest pain reportedly resolved and the nurse returned to work. The biomed did an electrical safety check out on the dash and could not find any problems with the device. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.